Event description:
An attempt was made to advance the guidewire a second time post-left ventricular lead dislodgement but was unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155458.